Manufacturer narrative:
Results did not correlate with clinical presentations of patients. Unexpectedly high results generated. A definitive root cause for the event has not yet been determined. The reagent may be a contributing factor to the event.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report unexpectedly high rheumatoid factor (rf) results for 35 patient samples assayed on the unicel dxc 800 pro synchron chemistry analyzer. The patient results were reported out of the laboratory. Physicians had questioned the unexpectedly high rf results (higher than 20 iu/ml) reported by the laboratory (the unexpectedly high rf results did not correlate with the clinical presentations of the patients). Accordingly, there was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. Prior to the event, the rf reagent was successfully calibrated on the analyzer. The quality control results for rf were within the laboratory's established range. At the time of the event, all other chemistries on the analyzer were performing within specifications. While the rf reagent may be a contributing factor to the event, a definitive root cause has not yet been determined.